Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05876 and 3005099803-2012-05877 address these devices. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant when the first jagwire was inserted into a tome the tip detached, exposing the tip of the corewire. A second jagwire was opened, however the same issue occurred. The procedure was completed with a different guidewire. There were no patient complications reported and the patient's condition has been described as stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-05876 and 3005099803-2012-05877 address these devices. It was reported to boston scientific corporation that two jagwire guidewires were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant when the first jagwire was inserted into a tome the tip detached, exposing the tip of the corewire. A second jagwire was opened, however the same issue occurred. The procedure was completed with a different guidewire. There were no patient complications reported and the patient's condition has been described as stable.

Manufacturer narrative:
(B)(4) for the reported event of tip detached. The device has not been received for analysis. If the device is returned upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned guidewire revealed that the pebax tip had detached, exposing the tip of the metal corewire. Presence of adhesive remnants were found on the corewire, indicating that the pebax had been properly attached to the core wire. The ptfe jacket and corewire did not reveal any damage and the outer diameter of the guidewire was found to be within specification. It is possible that during the clinical attempt (unpacking/preparation) the device could be handled improperly, thereby, causing the damage found. Therefore, "handling damage" is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found.